Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic hepatectomy procedure, the blade tip was found broken when an unknown error was displayed during use. The broken tip was found outside the patient. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.